Event description:
The neurosurgeon reported that upon transporting the pt the stopcock on the device did not close to the off position. It was reported that too much fluid was released from the pt which may have caused injury. Add'l info was received in 2003. The sales rep confirmed that approx 200 cc's were noted to have been in the drainage bag upon transporting the pt. The pt received treatment (unknown what type of treatment was rendered) and recovered.